Event description:
A report was received stating that during use of the listed device for infusion of tpn, the extension set tubing was observed to be leaking where the tubing connects to another manufacturer's clave device. The extension set and clave were disconnected and replaced. There were no adverse effects to the patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.